Event description:
It was reported that during a ptca procedure, the balloon ruptured and caused a spiral dissection. The patient went to surgery for repair of the dissection. Patient status is listed as "okay".